Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced are filed under separate medwatch report number.

Event description:
It was reported this was a vessel puncture closure of an unspecified vessel using the pre-close technique via a 9f sheath hole prior to an unspecified procedure. Reportedly, a cuff miss occurred. Another proglide was attempted but the same occurred. The sheath was upsized to greater than 8.5fr. Hemostasis was achieved with other proglides. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed MDR report, the account confirmed that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 9f sheath hole prior to a percutaneous coronary interventional procedure. Reportedly, a cuff miss occurred. Another proglide was attempted but the same occurred. The sutures of two new proglides were successfully pre-placed. The sheath remained at a 9f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.